Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The customer reported on (B)(6) 2015 at 11:16 pm he activated a new pod and on (B)(6) 2015. His blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The pod generated an alarm and the pod was then removed. He started having symptom of chest pains, numbness in the arm, headache and nausea. He was then taken to the hospital and upon arrival he was diagnosis with diabetic ketoacidosis. They rebalance his ph levels in the blood, gave him dextrose fluid and placed him on an insulin drip. Then he was given subcutaneous injection of novolog and lantus. He stays in the hospital for 29 hours before being released.